Event description:
The customer reported that the system locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The control processor pcb and associated ribbon cable were evaluated and replaced. The system was tested and found to be working was intended and returned to service.